Manufacturer narrative:
The reported events were lead dislodgement, unable to fixed, helix mechanism issue, r-wave amp variation, high pacing impedance and failure to capture. As received, a complete lead was returned in one piece. The reported event of a helix mechanism issue was confirmed. X-ray examination found the inner coil was over torqued inside the connector region and the helix was stretched consistent with procedural damage. The cause of helix mechanism issue was isolated to blood/tissue in the helix region, stretched /damaged helix and over torque of the inner coil. The reported events of r-wave amp variation, high pacing impedance and failure to capture were not confirmed. Electrical testing was normal.

Event description:
It was reported that the right ventricular lead exhibited loss of capture, decreased r-waves and high pacing impedance. Diagnostic imaging performed showed that the lead was dislodged. The impedance testing took longer than expected due to the lead dislodgement. The patient presented to a scheduled lead revision. During the procedure, while attempting to re-position the lead, its helix would not extend. The lead was ultimately explanted and replaced. There were no patient consequences.